Event description:
A us distributor reported that a charger had a power connector problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to a damaged power supply connector. The root cause for the damaged power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.